Event description:
It was reported that an electrical reset occurred and the device is programmed vvi 65. It was also reported that the patient is not receiving radiation therapy. The device remains in use. No patient complications were reported as a result of this event. It was reported that an electrical reset occurred and the device is programmed vvi 65. It was also reported that the patient is not receiving radiation therapy. The device remains in use and is to be reprogrammed.. No patient complications were reported as a result of this event.

Event description:
It was reported that an electrical reset occured and the device is programmed vvi 65. It was also reported that the patient is not receiving radiation therapy. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated that a power on reset (por) occurred on (B)(6) 2010. One patient alert for por occurred on (B)(6) 2010. The diagnostic information is consistent with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.